Manufacturer narrative:
Other, other text: corrected data b1, corrected data: corrected data b1-product problem.

Event description:
It was reported that when attempting to inflate the cuff, the pilot valve piece was moving around. This led to the device not being able to be inflated or deflated. To do anything, the piece has to be held a certain way. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.